Event description:
It was reported that an ¿unable to proceed¿ error occurred during a supply change, and the issue was resolved after removing all supplies, performing a dry run, and completing a supply change with new supplies, after which delivery resumed; the event aligned with a complete blockage associated with the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem and a complete blockage involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.